Manufacturer narrative:
The bronchoscope went out during the middle of a procedure. There were no reported injuries to the pt. No other info is available at this time.

Event description:
The picture went out during the procedure. There were no reported injuries. This is being reported in an abundance of caution.